Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleged loss of trendelenburg and reverse trendelenburg function. No injury reported.